Event description:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided.

Event description:
It was reported that a patient underwent a right knee revision due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01247, 0001822565-2023-01248. D10-medical product unknown lcck femoral. Unknown lcck tibial tray. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.